Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the customer's observation. The sampling line tube had been fractured at the joint of the oxygenator outlet port. There were no other anomalies on the remainder of the device. Magnifying inspection of the fracture cross-sections of the tube confirmed that there was no evidence of the tube having been stretched. The tube was cut vertically and subjected to dimensional checks. No anomalies were revealed. Electron microscopic inspection of the fracture cross-sections found that some segments were in the smooth state and other segments in the rough state. There were not any embedded foreign particles or entrainment of air bubbles which would have contributed to the generation of the fracture. Simulation testing was conducted on a current product sample. The sampling line tube was exposed to a shock force at the joint of the tube and the oxygenator outlet port after having been left under a low temperature of 4°c for 12 hours. The sampling line tube became fractured at the joint. Electron microscopic inspection of the fracture cross-section found that the state of the surface was very similar to that of the actual sample. A review of the device history record of the involved product code/lot# combination was conducted with no relevant findings. The same user facility reported a similar event for another device with the same product code/lot# combination, see MDR 9681834-2016-00106. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the investigation results, it is likely the actual sample was subjected to a shock force. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as: "inspect the device and package carefully. Do not use if the package and/or device is damaged, or if caps are not in place. Do not use an oxygenator and reservoir that leaks." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture in the line tube of the capiox device. Follow up communication with the user facility confirmed the following information: leaking was coming from the sampling system line of the arterial outlet; and there was no patient involvement.